Manufacturer narrative:
Combination product: yes.

Event description:
Lead was explanted due to suspected fracture. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation was found abraded through 8 cm proximal to the lead tip. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the insulation was found damaged between 18.5 and 20 cm, and between 29 and 43 cm distal to the is-1 connector pin. These damages probably occurred during the extraction procedure. The fixation helix was found bent. The deformation most likely resulted from the surgery due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.